Manufacturer narrative:
This report was sent in error, ¿a leak from the biopsy channel with a deep chip and a scratch at the biopsy channel opening.¿ would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had a leak from the biopsy channel with a deep chip and a scratch at the biopsy channel opening. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak from biopsy channel-deep chip and scratch at biopsy channel opening. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.